Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that there were no issues with the refrigerator. A field service engineer (fse) investigated and confirmed with the customer that there was no active failure observed and the system was operational. Log review confirmed the medstation had rebooted four times within the last seven days, though no faults were identified with the helmer bd refrigerator or any door recovery events. A proactive inspection was completed, including validation of power stability, review of system logs and reboot history, inspection of pyxibus communication and connected devices, assessment of cabinet controller health, and confirmation of proper system operation through hardware test application (hta) testing. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door failed and not detected on bus. User tried to reboot and recover the storage space, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.